Event description:
It was reported that during normal device change-out, fluoroscopy revealed externalized conductor. The lead was capped and replaced. The patient condition is stable. Based on the review of the fluoroscopy images provided to st. Jude medical, the conductors do not appear to be externalized.